Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has problems with battery two.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during battery maintenance procedure, the cardiosave intra-aortic balloon pump (iabp) has problems with battery two. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer reported that the power management board had to be replaced. The unit passed all functional and safety tests after replacing the power management board.